Event description:
The customer reported that while running an hiv-1/2 assay, summit sample handler did not pipette sample or diluent in well position c6 and did not give an error message. An ortho field service engineer was dispatched and was unable to duplicate the problem. No death or serious injury was associated with this event.